Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with the top shroud cracked and with one unformed clip improperly fed in the jaws. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported a broken instrument. Clips fell out of the device. No further information at this stage. Rep to provide more information when available. No patient consequences reported.